Manufacturer narrative:
Based on the review of the x-ray views provided to st. Jude medical, the conductors appear to be externalized. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
During follow-up, diagnostic imaging was performed on the right ventricular (rv) lead and externalized conductors were observed. No intervention was performed on the rv lead. The patient was stable and will continue to be monitored. There were no adverse consequences.